Manufacturer narrative:
The intraocular lens remains implanted. Lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. Device remains implanted.

Event description:
A patient reported that he is experiencing blurry vision and double vision after implant of a multifocal intraocular lens. A second opinion from a physician confirmed his lens is not centered. The lens remains implanted.